Manufacturer narrative:
Concomitant medical products: 553445 lead implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.